Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the expiratory cassette was found defective and replaced which resolved the issue. No log files has been provided and no part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.